Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline connection to the controller became sealed and difficult to disconnect. Connection had to be lubricated to disconnect. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was not returned for evaluation. The reported event of "difficult to disconnect driveline" could not be confirmed due to insufficient evidence. Review of controller log files revealed 1 vad disconnect alarm was logged on (B)(6) 2018 at 10:46:36. This alarm is indicative of a physical disconnection of the driveline from the controller. There is no evidence to suggest a device malfunction caused or contributed to the reported event. Based on review of risk documentation, the most likely root cause of the reported event can be attributed to the driveline locking mechanism not functioning properly. The most likely root cause of the vad disconnect alarm observed in the log files may be attributed to physical disconnection of the driveline from the controller. If information is provided in the future, a supplemental report will be issued.